Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "following precautions to avoid a failure possibility of the device may cause allergy: for use with male external catheters. Caution: this product contains natural rubber latex which may cause allergic reactions. Recommended for use with all bard® male external catheters. Directions for use: insert universal adapter connecting cone into end of male external catheter. Measure distance to urine bag, and cut tubing if necessary. Attach tubing end to inlet cone of urine bag. (Detach by rolling back tubing end from inlet cone). Caution: this product contains natural rubber latex which may cause allergic reactions. For use with male external catheters. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the extension tubing allegedly caused blistering. The patient is currently using a prescribed cream from his physician.